Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/01/2017 with the following findings: the battery compartment was cracked at the threads to the left side of the grip pad, and from the case seal traveling to the grip pad. Unrelated to the issue, the audio bolus button cover was torn but still operable. Additionally, the pump was scratched on the product label. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 03/01/2017.